Event description:
It was reported during endoscopic sinus surgery that the movement of the inner cylinder was strange compared to usual, and it was difficult to come off when removing it from the handpiece. Procedure was completed with back-up products. There was no patient impact.

Manufacturer narrative:
H3: visually, the middle assembly tip was overexpanded past the distal end of the outer tube by 0.20 inches when returned. There was contamination on the outside diameters of the middle tube tip, outer tube, and outer and inner hubs. Functionally, for further analysis, the inner assembly spun freely by hand, but binding occurred while indexing the middle assembly. Console functional testing was not performed due to the aforementioned defect. For additional analysis, an x-ray was performed to observe the internal construction of the device and the middle spiral wrap was overextended at the bend of the outer tube. In the returned condition, there was an out of specification condition that was related to the complaint, due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.